Event description:
The customer reported the monitors failed to operate during an exam. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The harting connector and interconnect cable were replaced. The system was then found to be operating as intended.